Event description:
On 20/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing frequent drain complications. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient recently underwent the surgical repair of an unknown hernia (specifics not provided) which could be causing and/or contributing to the patient¿s drain complications. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment records) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review:a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event(s) of an unknown hernia. The cause of the patient¿s hernia or when it developed is unknown; therefore, causality cannot firmly be established. Despite no direct allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events. The patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s unknown hernia. Limited follow-up information precluded a more comprehensive investigation. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of a pd catheter (not a fresenius product) also increases the risk of hernia formation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 20/sep/2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing frequent drain complications. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient recently underwent the surgical repair of an unknown hernia (specifics not provided) which could be causing and/or contributing to the patient¿s drain complications. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment records) have thus far proven unsuccessful.